Event description:
Report received of an infiltration while the device was in use. The pump was programmed to deliver 25ml/hr of d5.25ns with 20meq of potassium via right arm peripheral IV cannula. At 0815 the next day, the nurse was called into the pt's room by the family member who stated, "is arm supposed to look like this"? The nurse reported the pt's right arm was "white and blue" from the tip of fingers to shoulder. The nurse discontinued the infusion. A brachial pulse was located. The pt's arm was elevated and the physician was called. No audible alarm was noted during the infusion. The pt underwent an emergency fasciotomy for compartment syndrome and was transferred. It was reported that the pt's fasciotomy site was closed without incident. Though requested, no additional info was provided.